Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the surgeon converting a djo hemi to a total hip. He used a hip ball from djo and a zimmer/biomet acetabular component.